Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a right ventricular (rv) lead from another manufacturer exhibited noise reproducible with isometrics, oversensing, and pacing inhibition. It was believed that the lead was fractured, however this was not confirmed. Surgical intervention was taken to cap and replace the lead. The crt-d remains in service. No additional adverse patient effects were reported.